Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to stem aseptic loosening. Products not revised: cotyle type "muller" 52*32, ppt01302, lot: s02104294.